Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received a lens implant card for a 12.6mm micl 12.6 implantable collamer lens. The facility had written on the card "not implanted, not able to load." Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. (Not able to load). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).